Manufacturer narrative:
The delivery device has not been received for analysis as of the date of this report.

Event description:
It was reported by the customer that during a ptca treatment procedure, the "stent came off balloon." The lesion was located in a very calcified subclavian artery. The "very tight" lesion had not been predilated. It was further reported that "the stent was not deployed and the physician used another stent to pin that stent against the artery wall." There were no reported patient complications and the current patient condition is reported as "ok." Further information has been requested about this event.